Event description:
Reporter indicated she was experiencing an increase in seizures greater than her pre-vns baseline levels. All attempts to the patient's attending neurologist have been unsuccessful to date. A battery estimate performed yielded approximately 6.08 years remaining on the generator.